Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet. Customer attempted to use multiple usb cables and wall adapters, however, the reported issue continued. The customer's blood glucose ranged from 227-250 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.